Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons on the customer's insulin pump were unresponsive and the numbers on the screen were ramping up, following exposure to sea water. It was advised that the customer discontinue use of the pump and revert to a back-up plan. The patient's glucose level was 418 mg/dl, which was treated with injection. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarm, no battery out limit, no ramping numbers, or scroll bar moving on its own noted. Insulin pump received with cracked case on display window corners, cracked reservoir tube lip, and broken battery tube threads. No damage on battery cap noted during visual inspection. No moisture damage noted motor assembly or electronic assembly noted.